Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 61 mg/dl. A temporary basal rate was set and a granola bar was consumed to address the bg level. The customer attributed the low bg to excitement over her spouse arriving home from deployment.